Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the device had premature battery depletion. It was noted that the device's left ventricular outputs were set high. It was further reported that the left ventricular (lv) lead dislodged from the target vein resulting in high thresholds and no capture at times. The device was explanted and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.